Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient tests his blood glucose 3 times a day. He takes glyburide, metformin, and actos. The patient also manages his diabetes by monitoring his diet. The patient indicated that the alleged meter issue started two days prior, after the device fell into his dog's water dish. As a result of the alleged meter issue, the patient claimed that he did not know what his blood glucose levels were and therefore, was unable to know how much to eat during mealtimes. After the meter stopped powering on, he continued to take his medications as prescribed. At an unknown time after the alleged meter issue began, the patient claimed that he developed symptoms of frequent urination. At that point, the patient realized that he probably had eaten too much or the wrong type of foods during the time of concern. The alleged meter issue was not resolved with troubleshooting. The patient replaced the meter's battery, but the power issue was not resolved. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.